Event description:
The customer reported that one bedside was not alarming on the other bedsides within its caregroup. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.